Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd) . It was successfully replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd) . It was successfully replaced with a new device. This device was later returned and analysis is expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Corrections have been made to fields b5 and g2 (report source).

Manufacturer narrative:
Corrections have been made to fields b5 and g2 (report source).

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd) . It was successfully replaced with a new device. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.